Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., b.7., section c. Suspect product, d.1., d.4., d.6a., h.4., h.6.

Event description:
Additionally, it was reported that a second injection with juvéderm® vista voluma¿ xc in forehead, temples, and face lines took place five and a half weeks after the first injection. Ten months later, patient developed symptoms. Approximately one month later, patient was treated with prednisolone. Five months later, symptoms resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03459 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® vista voluma¿ xc.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with juvederm vista voluma xc two times in forehead, temples, and face lines. Approximately a year later, patient developed multiple thumb-sized subcutaneous nodules on the forehead, two sides face line. Patient had an MRI which found hypointense image in face, forehead, and temporal region. Biopsy also confirmed the nodules in right lower jaw. Pathological test revealed "freshwater basis amorphous tissue was found in the subcutaneous adipose tissue, multinucleated giant cell and lymphocytes was found surrounding it. Infiltration of eosinophils." Patient was treated with prednisolone.